Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged j702 on the distribution node pca. The j702 connector was pulled from the board. The root cause for damaged j702 connector could not be positively identified, but the damage likely resulted from excessive force placed on the electrode belt trunk cable. No adverse event resulted from the defective electrode belt.